Manufacturer narrative:
(B)(4). This complaint is confirmed; the cause was the supply bag became disconnected. A line disconnection during therapy is a known cause for a se 2240. The sample was discarded. The lot number is unknown; therefore a batch review was not conducted.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 1 on the home choice (hc). The unused clamp was closed. The technical service representative (tsr) instructed the home patient (hp) to inspect the supply bag, and one had disconnected. There was patient involvement. No patient injury or medical intervention was reported.